Event description:
It was reported that during a coronary stenting procedure, withdrawal resistance occurred. Access was obtained through the femoral artery. The de novo lesion was located in the moderately tortuous and mildly calcified left circumflex artery. The physician implanted an 8x40mm promus element stent and then advanced another 8x40mm promus element stent to the lesion and deployed the stent overlapping the first stent. After deflating the balloon, the physician made an unsuccessful attempt to draw the balloon into the guide catheter and felt "friction, a sort of resistance." After maneuvering the guide wire, the device was withdrawn from the coronary system and into the aorta. The physician than gave "more energy to force" the balloon into the guide catheter and then successfully completed removal. There was no issue with the deployed stent and it was not involved in the removal difficulty. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the returned device found the balloon in a deflated state with the distal section of the balloon bunched. It appears that this was caused during withdrawal of the device into the guide catheter. No issues were noted with the tip section of the device that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting procedure, withdrawal resistance occurred. Access was obtained through the femoral artery. The de novo lesion was located in the moderately tortuous and mildly calcified left circumflex artery. The physician implanted an 8x40mm promus element stent and then advanced another 8x40mm promus element stent to the lesion and deployed the stent overlapping the first stent. After deflating the balloon, the physician made an unsuccessful attempt to draw the balloon into the guide catheter and felt "friction, a sort of resistance." After maneuvering the guide wire, the device was withdrawn from the coronary system and into the aorta. The physician than gave "more energy to force" the balloon into the guide catheter and then successfully completed removal. There was no issue with the deployed stent and it was not involved in the removal difficulty. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).